Event description:
It was reported that pump malfunction occurred while pump was not in use and displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction recurred.